Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 100's mg/dl while the meter bg reading was approximately 400 mg/dl. Customer was admitted to the hospital on october 27 for an elevated blood glucose and was treated intravenously with saline and insulin. Customer was released later the same day with the issue resolved; however, the customer sustained kidney damage. Customer declined further troubleshooting with tandem technical support.